Manufacturer narrative:
Pump was returned and was visually and functionally tested. Pump was found to meet all MFR's specifications. Reported rate change could not be dupicated. Correction to h-8 reuse.

Event description:
The pump changed from 130 ml/hr to 180 ml/hr. There was no resultant pt complication.